Event description:
The patient had too soft sound impression. Insufficient coupling of the floating mass transducer was suspected. A revision surgery to reposition the transducer was performed, but it is currently unknown if under general or local anaesthesia. First fitting after revision surgery was rf reportedly successful.

Manufacturer narrative:
No UDI available. Based on the received information the patient had a revision surgery to reposition the floating mass transducer as hearing performance was insufficient despite in situ testing was indicative of a functional device. After repositioning surgery, the device remains implanted and in use. This is a final report.